Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Healthcare professional later reported "hole in valve." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, delamination of the diaphragm valve side assessed as adhesive failure. An opening observed assessed as cracked valve seat diaphragm valve. As per the investigation procedure crease fold and wear abrasion was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.